Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, stapling across the duodenal stump first firing of that particular stapler. They were able to complete the stapling process, questionable resistance on the third stoke. No reversing of the blade was required/no difficulty removing the cartridge. There were clearly fired and non-fired staples and the staple line required oversewing laparoscopically. A second ec60a was used that performed as expected. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # u5cx6w. Investigation summary. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b reload no loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.